Event description:
Complainant alleged that the clinicians were performing cardiac surgery on a patient (age and gender unknown). During the surgery, the patient presented a ventricular fibrillation heart rhythm. The clinicians attempted to defibrillate the patient, using a set of internal handles and electrodes with the device, but the device failed to discharge. The clinicians then obtained another set to internal electrodes, and using the same defibrillator, the patient was successfully defibrillated. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.